Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation papers allege patient has suffered pain, swelling, inflammation, and damage to the bone and tissue surrounding the asr products that were inserted during the hip replacement surgery. It is further alleged patient may require revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.